Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.